Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a robotic-assisted stereo-tactic neurosurgical procedure, when drilling the drill hole, the mayfield infinity skull clamp (a114) did not hold its position. Slippage of the patient's head occurred due to the two-pronged arm clamp nut not holding properly. The procedure to record the patient's cranial volume had to be repeated, extending the procedure time by more than 2 hours. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
The mayfield infinity skull clamp (a114) was returned for evaluation: device history record (DHR): the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis: the investigation of the returned unit showed that the reported complaint was confirmed from the evaluation. The unit had a loose swivel lock assembly, and the swivel base assembly and some worn off small parts which were preventively replaced to readjust the swivel lock assembly. A wrench was added for the triad rocker arm, and afterwards function of the skull clamp was tested. Root cause: the swivel lock assembly was loose and required replacement of worn parts from routine use and wear. Additionally, improper, or suboptimal placement of the skull clamp can contribute to patient slippage. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.